Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tasp found signs of repeated use and a fracture on the right side of the post feature, and fracture on the anterior side. Gouge marks and dents were noted which is indicative of repeated use. The part has an unknown frequency of use. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Investigation results concluded that the reported event was due to bending/torsional loading on the device. The fractured tasp component in this complaint was manufactured before a design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical product: zimmer persona knee system, cat#: 42527000610, lot#: 62710615. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04818.

Event description:
It was reported that the device had fractured, both top and bottom sides. All pieces were removed. No adverse events have been reported as a result of the malfunction.